Event description:
Operating room tech went to open the clip per physician request during the procedure and she stated "it doesn't feel right", upon looking at the clip on camera, the clip end was not seated properly but instead was tilted to the side. When provider tried to remove it out of the scope, there was intense resistance. The resolution clip tool was finally removed, and another was used successfully.